Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported chipboard box damage and foreign material. Chemical analysis was performed and based on this analysis, it was determined that the particles likely broke loose from the absolute pro handle at the time the packaging damage occurred. A review of the lot history record identified no manufacturing nonconformities issue to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported packaging issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during incoming inspection at the distributor's warehouse of a consignment return 9.0 x 80mm absolute pro vascular stent delivery system (sds), the chipboard box was observed to be damaged (dented). Upon removal of the sterile pouch from the chipboard box, a small fragment of what appears to be white plastic and a small fragment of what appears to be purple plastic were observed inside the pouch. There was no patient involvement. No additional information was provided.